Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to make adjustments with the antenna attached. The patient had no stimulation sensation. This problem started about a week prior to the report. The patient had fallen a couple of times, but could not remember the exact dates. The last fall was about one month prior to the report. The patient fell in a pool and landed on the implantable neurostimulator (ins) and she thought she might¿ve done something to it. The patient landed on the hard ground. It was noted that the patient¿s device was not working. Half of the time it wouldn¿t come on and when it did come on,it shorted out. It worked for a while and then it stopped again. The patient tried new batteries, however nothing came on. The patient would talk with the physician about it not working correctly and about replacing it. The patient was still having concerns regarding the device or therapy, but she was working with a physician or manufacturing representative. The patient had an appointment on (B)(6) 2014 with a physician.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 74001, lot # n318552, implanted: (B)(6) 2012, product type adapter; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2000, product type lead; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).